Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to address the issue, which included steps to disconnect tubing, adjust the t:lock, and deliver boluses to clear the occlusion. Despite repeated occurrences of the occlusion alarm, a successful resolution was achieved after the caller was advised to replace necessary supplies and resume insulin delivery.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.